Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an advisory letter for their implantable pulse generator (ipg). The patient also reported they are unable to see the ipg on bluetooth and noted the battery may be dead. The patient attended the follow up clinic who saw no evidence of the advisory letter issues and noted the battery showed uninterrupted diagnostic data and the battery was not dead. It was noted that the patient tried using the mobile application to interrogate the device but the transmission did not go through. Investigation found that the remote monitoring network administrator at the clinic did not choose the application as a monitor for the patient and that prevented them from pairing the device to application and performing the transmission. Device follow up was performed. The device remains in use. No patient complications have been reported as a result of this event.